Event description:
The customer reported that the 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to inspect the inspiratory module and then perform extended self tests (est) on a test lung. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).